Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor glucose was 174 mg/dl and blood glucose was 586 mg/dl. Customer reported sometimes his high blood glucose could only be brought down by insulin injections. After troubleshooting, customer will not be returning the device for analysis.